Event description:
Reference number (B)(4). Event occurred in the unites states it was reported that the patient experienced cannula issues with five infusion sets. The cannulas were kinked. The event occurred between (B)(6) 2024. Patient noticed symptoms within 3 hours of insertion. The site of insertion was the abdomen. Patient regularly rotated site location. Furthermore, patient confirmed the introducer needle was ahead of the cannula prior to insertion. Blood glucose level was displayed high at the time of the event. Patient took correction bolus via pump for the treatment. Patient also changed the infusion set. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4).